Event description:
2.7° straight sagital saw leaking. No associated procedure.

Manufacturer narrative:
Reported event: 2.7° straight sagital saw leaking. No associated procedure. Product evaluation and results: visual inspection confirmed the shaft gear has oily substance. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 04/11/2018 with no reported discrepancies. Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 05/10/2018 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212186, lot number 35030118 shows (B)(4) additional complaints related to the failure in this investigation. The complaint is (B)(4). Conclusion: per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure is confirmed via inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
2.7° straight sagital saw leaking. No associated procedure.